Manufacturer narrative:
Lab analysis summary: analysis of the returned device identified the weight the device within specification, deformation, black particles in the shell and crease flat. Cloudy in the gel observed after autoclave cycle. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: small intracapsular tear on the right side breast, and benign reactive lymph nodes.

Event description:
Patient reported ¿small intracapsular tear on the right side breast¿, ¿scattered macrocalcifications with benign features¿, and ¿benign reactive lymph nodes." Device remains implanted.